Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device is not passing the functional test. There was reportedly no patient involvement.

Manufacturer narrative:
The field service engineer (fse) confirmed functional test failure. The device needs an ac power module and a processor pca. Upon conclusion of the evaluation, it was determined that the ac power module and the processor pca require replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time. The device meets the specification for the performed service and is returned to use.